Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted - (B)(6) 2014 date explanted - (B)(6) 2014 event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent a right total knee arthroplasty on (B)(6) 2014. Patient then underwent a left total knee arthroplasty on (B)(6) 2014. Patient was scheduled for revision due to unknown reasons but it was postponed for unknown reasons.